Event description:
Patients attorney reported in a letter that his customer had gamma-nail, which was implanted in 2008. There was pain in the hip, and in the control visit to the doctor, it was noted that the gamma-nail was broken. New surgery was done and the hip prothesis was implanted. The surgery was done, and the hospital or doctor didn't contact stryker. The broken nail was given to the patient.

Manufacturer narrative:
Patient has retained the device, and is not willing to give the nail to stryker for evaluation.